Event description:
It was reported that during initial training with the ilet system using cartridge delivery, a nurse dropped the infusion site and then applied it to the body secured with tape, after which the user experienced sustained hyperglycemia with reported glucose readings around 296 mg/dl decreasing to 286 mg/dl; supplies were advised to be replaced due to a suspected infusion site or connection issue, and the trainer was to be engaged for support. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included complaint review and user support outreach. Investigation of this case revealed suspected infusion site adhesion or connection interference potentially affecting insulin delivery. It was concluded that the cause of the hyperglycemia was unclear, with a possible contribution from site handling and securement with tape. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.